Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a 50ml syringe w/spinning spiros, red cap that the customer reported a leak of topotecan during syringe pump administration. They became aware of the issue as spiros can be seen leaking. There was patient involvement and an unspecified adverse event, however, no report of harm. This captures the second of two events.

Manufacturer narrative:
The device was not returned for evaluation. Without the returned device a probable cause is unable to be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information - in section d9 and d10 concomitant- 60" (152cm) 0.49 ml, smallbore ext set w/chemoclave¿ spiros¿/red cap, clamp, ICU medical, inc. Ln ch3147.